Event description:
Zoll monitor would not perform 12-lead EKG function. A 4-lead EKG showed severe artifact; primarily large vertical/blocky lines. Problem worsened when switched to 12-lead mode. Pre-cordial leads would not show any rhythm; simply displayed horizontal dashed lines. Displayed "lead fault" text on screen. Attempted to troubleshoot by changing electrodes, changing electrode locations on pt, and by changing monitor cables with new cables. Same result with any troubleshooting performed.